Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the health care professional planed additional defibrillation threshold (dft) testing. Technical services (ts) was contacted, and ts discussed other options. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the health care professional planed additional defibrillation threshold (dft) testing. Technical services (ts) was contacted, and ts discussed other options. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the additional dft testing was performed. The impedance during a 41 joule shock delivered was 92 ohms, with it having been 1118 ohms prior to shock delivery. The rv lead remains in service. No adverse patient effects were reported.